Event description:
The patient reported that on (B)(6) 2019 the v-go fell off from her abdomen. The patient has been using the v-go for 2 months. The patient finished taking a shower and then the device fell off. Patient has psoriasis and mentioned that she thinks the device fell off because of the cream patient e was using that day for that skin condition.